Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked battery tube threads and cracked case at the display window corner; unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip. The insulin pump was missing the reservoir tube o-ring and the end cap sticker. No missing segments or partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the reservoir compartment was chipped. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir would not lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.